Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with an existing 21 mm non-medtronic surgical aortic valve (sav), the valve was fully deployed at a depth of 3 mm below the sav ring on the non-coronary cusp (ncc), and 4 mm below the sav ring on the left coronary cusp (lcc). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was attempted using a 22 mm non-medtronic balloon. During the bav, the pressures were unknown as the balloon ruptured. Initially, the ruptured balloon was unable to be removed from the inflow of the valve. Multiple attempts were made to remove the valve; however, these attempts caused the valve to dislodge to a new depth of approximately 6 mm above the sav ring on both the ncc and lcc. Aortic insufficiency was noted as a result of the dislodgement. Following the dislodgement, a 20 mm non-medtronic balloon was inserted through a 14fr sheath on the left side, and inflated. This brought the valve above the sinotubular junction and out of the sav. The previously ruptured 22 mm balloon was then able to be withdrawn from the patient. At this point, hypotension was noted and advanced cardiovascular life support protocol was initiated. A second valve was then implanted in the aortic position successfully. Following the valve implant, the patient became hemodynamically unstable and the patient was started on extracorporeal membrane oxygenation with impella. A transesophageal echocardiogram revealed pericardial effusion and a possible dissection. A window tap procedure was performed to repair the effusion. Later in the day, the patient passed away. Per the physician, the procedure contributed to the cause of death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with an existing 21 mm non-medtronic surgical aortic valve (sav), the valve was fully deployed at a depth of 3 mm below the sav ring on the non-coronary cusp (ncc), and 4 mm below the sav ring on the left coronary cusp (lcc). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was attempted using a 22 mm non-medtronic balloon. During the bav, the pressures were unknown as the balloon ruptured. Initially, the ruptured balloon was unable to be removed from the inflow of the valve. Multiple attempts were made to remove the valve; however, these attempts caused the valve to dislodge to a new depth of approximately 6 mm above the sav ring on both the ncc and lcc. Aortic insufficiency was noted as a result of the dislodgement. Following the dislodgement, a 20 mm non-medtronic balloon was inserted through a 14fr sheath on the left side, and inflated. This brought the valve above the sinotubular junction and out of the sav. The previously ruptured 22 mm balloon was then able to be withdrawn from the patient. At this point, hypotension was noted and advanced cardiovascular life support protocol was initiated. A second valve was then implanted in the aortic position successfully. Following the valve implant, the patient became hemodynamically unstable and the patient was started on extracorporeal membrane oxygenation with impella. A transesophageal echocardiogram revealed pericardial effusion and a possible dissection. A window tap procedure was performed to repair the effusion. Later in the day, the patient passed away. Per the physician, the procedure contributed to the cause of death. Additional information was received that the patient was rapid paced during the post-implant bav. Per the physician, the valve contributed to the dissection when force was applied to remove the balloon after the valve dislodged, it pulled the valve into the ascending aorta causing a dissection. No treatment was provided for the dissection. The aortic insufficiency was noted to be central regurgitation of unknown severity. Additionally, per the physician, the cause of death was the combination of the complications that occurred.

Manufacturer narrative:
Image review: two static images and two media files were provided for review. The event refers to a medtronic valve implanted in a previously implanted non-medtronic surgical aortic valve. It was reported that the valve was implanted and during a post implant dilatation the balloon ruptured which caused the valve to dislodge to a very high position. It was also reported that a different balloon was used to further dislodge the valve above the sinotubular junction and to remove the ruptured balloon. Of note, the dislodgement event was not provided for review. As stated in the instructions for use, physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. The images provided show evidence of a dislodged valve in the ascending aorta and second valve implanted with left coronary artery angiogram confirming good perfusion. There is also evidence of an impella device post second valve implantation. It was documented that an echocardiogram revealed a pericardial effusion and a possible dissection, and the patient subsequently died. It is not possible to validate cause of death with the images/media files provided. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.